Event description:
Patient reported the return of the symptoms as they had fall around two months back. Patient's friend reported the patient ended up in the hospital and then back to assisted living. Patient was advised to consult with physician for further help. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.